Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that signal artifact monitoring (sam) events were observed for this pacemaker due to noise or oversensing of the minute ventilation (mv) feature, resulting in the mv feature being disabled. In addition, technical services (ts) observed previous episodes from a few years prior. Ts recommended finding out what the patient was doing at the time of these events. Ts noted to re enable sam. This pacemaker remains in service. No adverse patient effects were reported.